Manufacturer narrative:
(B)(4). Batch # r94093. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the instrument was disassembled to inspect internal components it was found that the closure indicator was broken and not making contact with the moving trigger. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that in the middle of the procedure, an error was occurred with an alert saying that "remove instrument from patient". After cleaning the blade, test was proceeded. The test was not successful so that "instrument error detected" was showed off on the screen. As an emergency measure, the device was changed to a new one. There were no reported adverse consequences for the patient so far.